Event description:
Spacelabs received a report that a patient monitor indicating a temperature of 42.6 degrees celsius, which resulted in a secondary treatment on a patient based on the erroneous reading.

Manufacturer narrative:
The monitor indicated the patient's temperature 42.6 degrees celsius during the event. A treatment including cooling pad and intubation was given to the patient based on this reading. Then a manual temperature measurement was taken and the result showed 38 degrees celsius. The same reading was verified by another spacelabs' patient monitor. The suspect monitor and module were tested on site by a spacelabs' field service engineer (fse) with test cables and no problem found. The monitor and module were returned to spacelabs for further testing. We have requested that the temperature probes and adapter in use at the time of the incident also be sent to spacelabs. We are collecting more information from the fse. The investigation is underway. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once additional information is obtained.

Manufacturer narrative:
Spacelabs follow up report 12/26/2012: the reported problem could not be reproduced. On (B)(6) 2012, the module and monitor were tested at spacelabs as outlined in chapter 3 of the 91496 command module service manual part number 070-1163-00 and no fault was found. The hospital was not able to provide the cable adaptor or disposable temperature probe used during the event. No one has been injured as a result of this alleged malfunction. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient monitor indicating a temperature of 42.6 degrees celsius which resulted in a secondary treatment on a patient based on the erroneous reading.